Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of p-wave amp variation, far r oversensing and separation failure were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to the amplitude variation, sensing or separation problem.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited poor p-wave amplitude sensing and far r-wave oversensing after fixation. The lp was repositioned but failed to separate from the delivery catheter. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition throughout the procedure.